Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and replaced the electrolytes injection cup (eic) valve due to a torn seal, the carbon bridge, and both sodium (na) electrodes. The fse verified the repairs as per established procedures and results met published specifications. Failure mode for this event is unknown as the fse replaced multiple parts, any of which could have caused or contributed to the event. Results: carbon bridge.

Event description:
The customer reported obtaining erroneous sodium (na) results for an unknown number of patient samples from the unicel dxc 600 synchron system. The customer does not know if the results were reported out of the laboratory. It is unknown if the results were falsely elevated or low. Beckman coulter is unaware of any change or affect to patient treatment in connection with this event. The customer initially called to report of drifting na recovery which was brought back into the expected ranges upon recalibration. The customer then reported that erroneous results were generated but could not provide any details other than the event occurred in the past week. The customer mentioned that the magnitude of error was 3 - 5 mmol/l, and quality control (qc) results for the week in question did show a difference in recovery as much as 5 mmol/l. The assay total precision claim for na is 4 mmol/l as per the chemistry information sheet (cis).